Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. The investigation revealed that there were no relevant system errors noted to have occurred during the biopsy procedure.

Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs is not available at this time. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient presented with 7/10 chest pain and a pneumothorax was identified via x-ray. As a result, an 8f chest tube was placed to resolve the pneumothorax. Although there is no allegation that an ion system, instrument, or accessory occurred, the cause of the post-procedure complication is unknown.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient presented with 7/10 chest pain while in recovery, and a pneumothorax was identified via x-ray. As a result, an 8f chest tube was placed to resolve the pneumothorax. The clinician did not speculate as to the cause of the pneumothorax. The ion endoluminal lung biopsy procedure was reportedly completed after biopsies were obtained and the airways were surveyed. On 26-aug-2020, intuitive surgical, inc. (Isi) contacted the isi clinical applications engineer and obtained the additional following information regarding the reported event: the clinical applications engineer was present during the ion endoluminal lung biopsy procedure which he believes was recorded on video. There was no report of a device malfunction involving an ion system, instrument, or accessory. The clinician did not elaborate on a possible cause of the post-procedure pneumothorax which measured approximately 3.5 cm in size. The pneumothorax did not grow in size over time. The pneumothorax resolved the following day after the chest tube was placed. The clinical applications engineer did not know if imaging was performed to confirm resolution of the pneumothorax. However, the patient has since been discharged.